Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4). Reference (B)(4) 1317056-2023-00132 (disposable). Reference (B)(4) (generator).

Event description:
(Solero generator used during event) a distributor reported an end user experienced an issue when using a 19cm solero applicator. Device connected to generator correctly. Once the test has been carried out in saline, a message was displayed on the generator (high reflected power). The doctor positioned the device in the patient and tried to start again. However, the message (high reflected power) continued. They turned off the generator, disconnected the device but the message continued. A second applicator was attempted to be used, however they still continued to receive the hrp message. The procedure was canceled, with no ablation treatment performed. The procedure was rescheduled. This event meets the criteria a reportable adverse event; patient safety risk as treatment was not provided, but patient had been sedated.

Manufacturer narrative:
The unit was returned to for medical service center. The unit evaluation was performed by a field service technician. Functional check: the reported error message of "high reflected power" was able to be duplicated. The mw blue cable was found to be disconnected. Re-connected cable. The unit passed all testing and all issues were resolved. The unit meets acceptance criteria. The reported complaint description of high reflected power was able to be confirmed during unit evaluation testing. During evaluation of the unit itself, it was observed that the blue mw cable was loose. Cable was re-connected. The root cause for the high reflected power error message was determined to be a loose mw cable which was re-connected. Root cause is likely handling damage to unit during storage/use. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode labeling review: the user manual, which is supplied to the user with this unit contains the following statements: (high reflected power) "under normal system operation, the output power may not reach the power setpoint due to tissue desiccation and the subsequent increase in reflected power. The power output (4) displays the "actual power" which is the difference between the instantaneous forward power and the instantaneous reflected power. As the ablation progresses, the forward power will remain nominally constant around the setpoint, but the reflected power will gradually increase. So, for a typical ablation, the power output display will initially be close to the setpoint but decrease as the tissue desiccates." (Patient prematurely placed under general anesthesia) use warnings do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready.. The root cause for the patient being under general anesthesia (ga) for extended procedure time and/or procedure aborted with no treatment provided, is a result of end user error in not following instructions in dfu. Dfu states, "do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". For this event the end user observed the high reflected power warning message during the saline test of the probe and still proceeded with the procedure. It is not clear if patient was placed under ga prior to the saline test, however, proceeding with the procedure and placing patient under ga when the solero mw system is presenting warning message errors during the saline test is contrary to the instructions in the dfu. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Reference (B)(4) 1317056-2023-00132 (disposable); reference (B)(4) 1317056-2023-00133 (generator).